Event description:
The customer's mother reported via phone call that the insulin pump had ramping numbers during a bolus attempt, followed by a button error alarm. The caller stated that the customer was trying to give himself a bolus and used his up arrows to change the values, but the numbers kept going up and down without stopping. The customer's blood glucose was 91 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had an unresponsive up arrow button due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker.